Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Implant exposed itself. 4 weeks irritation-free, patient came with removed implant.